Event description:
The patient could see the ins through the skin. It appeared, at the corner, it was trying to come out. This had been going on for two weeks. It was further reported that the device migrated from the patient's body and was explanted. Further information is being requested from the hcp.